Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The product was not returned to the manufacturer. (B)(4).

Event description:
Erosion of the device was reported. A new device was implanted and moved to the "other side." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.